Event description:
Catheter broke while surgeon was removing. Met resistance, continued pulling, until catheter broke. Removal of segment not planned at this time. No adverse event occurred, but patient may require additional surgery to remove broken segment. Date of event: (B)(6), 2010.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.